Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) and power error noted in history download due to moisture damage on the electronic assembly. The motor had moisture damage and the force sensor was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify delivery anomaly due to critical pump error (open book image). Unable to test insulin pump communication with the glucose sensor simulator and guardian link transmitter due to the critical pump error (open book image). The unit had a pillowing keypad overlay and a scratched case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The patient's blood glucose at the time of incident was 458 mg/dl. The patient treated by bolusing with another insulin pump. During troubleshooting, the customer did not note any physical damage. The customer received a delivery stopped message prior to the critical pump error image. The insulin pump was returned for analysis.